Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via 6fr sheath after an interventional neurology procedure. Reportedly, the proglide device could not be backloaded over the 0.035" guide wire. It is believed it was passing through the flexible distal guide but no the rigid proximal guide portion of the device. A second and third proglide device were used with the same results. An angioseal was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot #. Evaluation summary: analysis was performed on the returned device. The reported difficult to insert the guide wire could not be confirmed as the guide wire used in the procedure was backloaded through the sheath without resistance noted and dissection confirmed no damage or misplacement of the seal valve. The reported event and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.